Event description:
It was reported by fse that during use the cardiosave intra aortic balloon pump (iabp) was was showing alarm for autofill failure. The fse checked the machine and found blood contamination inside the pim and safety disk. There was no harm and injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.